Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process"(material number (B)(4), lot # 3101540)and was conducted as follows: 200 samples were taken from the current production; the samples were visually inspected and issue reported "does not stay inflated - cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the staff reported that the cuff of the et tube deflated during use". No patient injury or harm reported. Patient condition reported as "fine".